Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros tropi es results were obtained from two samples from the same patient when processed on a vitros 5600 integrated system. The investigation determined the assignable cause of this event was instrument related. Following completion of service actions that included cleaning of the well wash assembly, replacement of the well wash stepper motor followed by appropriate adjustments to the well wash assembly, acceptable vitros tropi es precision results were observed indicating that the vitros 5600 system was returned to its expected performance. The investigation determined that the assignable cause of this event is instrument related.

Event description:
The customer obtained non-reproducible, higher than expected, vitros tropi es results from two different patient samples collected from the same patient and tested using a vitros 5600 integrated system. Patient sample 1 result of 0.345 ng/ml vs. The expected result of <0.012 ng/ml. Patient sample 2 result of 0.318 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected, non-reproducible tropi es result obtained from sample 1 was reported outside of the laboratory, however, the physician questioned the result. The higher than expected, non-reproducible tropi es result obtained from sample 2 was not reported from the laboratory. A corrected result was reported for sample 1. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).